Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported after the procedure was completed, it was noticed that the end of a 25 gauge trocar had broken off. The staff was unable to locate the fractured piece. An x-ray of the pt's eye was performed to ensure that the fractured piece was not in the eye. The results did not reveal any foreign objects in the eye. Add'l info has been requested.